Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that the lead was severed 19.5 centimeters (cm) from is-1 and only the proximal section was returned. There were setscrew marks noted on all terminal connectors. There was so subclavian crush or kink noted on the returned segment of the lead. Analysis indicated that resistance test showed the conductive paths are within specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate\sense channel which could be reproduced with isometrics. A revision procedure will be performed in the near future. Additional information indicated that an x-ray was performed and found a subclavian crush. A revision procedure was performed an the lead was explanted. It was noted that the lead was kinked.